Event description:
It was reported the physician performed a post-device implant interrogation prior to closing the device pocket. Interrogation showed the device to be at estimated replacement indicator (eri). The device was explanted and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.